Manufacturer narrative:
The distributor performed a checkout of the equipment and a review of the logs. The batteries and anesthesia control board were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit shut down. There was no reported patient involvement.